Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via legal documentation that the customer was hospitalized on (B)(6) 2013 for high blood glucose. The reporter stated the customer experienced nausea, vomiting, dizziness and abdominal pain prior to being hospitalized. The customer was hospitalized with a blood glucose of 714 mg/dl. The customer was diagnosed with diabetic ketoacidosis and hyperglycemia at the hospital. The customer was hospitalized for four days as a result. The reporter also stated the customer was hospitalized due to an insulin pump malfunction. The infusion set line was clogged, causing under delivery of insulin to the customer's body. The insulin pump will not be returned for analysis.